Event description:
Two pt samples with discrepant sodium and/or potassium results. Pt 1: (female), initial sodium gave 149 meq/l, repeated twice with results of 88 and 112 meq/l. Same sample repeated on another analyzer - same methodology resulted at 131 meq/l. Initial potassium gave 2.9 meq/l, same sample repeated three times on same analyzer giving 3.2 and 5.6 meq/l respectively. Same sample repeated on another analyzer - same methodology gave 5.1 meq/l. Pt 2: (female), initial sodium gave 126 meq/l, same sample repeated two times on same analyzer giving 124 and 155 meq/l respectively. Same sample repeated on another analyzer-same methodology gave 135 meq/l. Erroneous results were not reported. The field service representative determined the cause to be a clot in the ise mixtower. Customer removed clot and cleaned the ise mixing tower. Performance tests were performed which were within specification.